Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 545 mg/dl - "high". Bg cause was unknown. Customer administered a manual injection to address bg. A system check was performed, and it was found that the customer was using off label insulin (admelog) within the pump supplies. Tandem technical support informed the customer that admelog insulin is off label per the user guide. Recommendation was made to consult with a healthcare provider regarding diabetes management.